Event description:
It was reported that a cartridge alarm issue occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.